Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the vibration alerts were found to be ¿weak¿ during testing. When another vibration motor was installed, the issue resolved. Investigation determined that a vibration motor failure was the cause of the issue. Unrelated to the vibration motor issue, investigation revealed a tear in the keypad below the ok button. All keypad buttons responded normally to button presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a vibration motor failure. This report is made based on results of investigation completed on (B)(4) 2014.